Event description:
It was reported that during a patient follow up, the atrial lead exhibited noise. The lead was programmed off. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.